Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable overpatch adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, the patient reported going to bed while being unaware that the wearable overpatch had come off. During the night the patient went into a ¿diabetic coma all weekend¿ and experienced loss of consciousness. A fingerstick was taken and read 17.0 mmol/l. No treatment was reported by the patient, but it was confirmed that the patient did not seek medical help and did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.